Manufacturer narrative:
Evaluation of the returned device confirmed that the distal tip/marker band was not present on device. Based on the findings, the catheter tip may have been partially separated during the removal of the device from the package prior to use. This can occur when the user does not properly remove the device from the tip protector. The label on the device tray provides instructions/diagrams regarding the proper removal of the tip from the tip protector.(B)(4).

Event description:
Treatment of an ica (internal carotid artery) pseudo aneurysm. During the procedure, the physician navigated the echelon 90 catheter to the aneurysm and noticed that there was no distal marker on the catheter. The echelon was removed from the patient and the procedure was completed with a new echelon.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).